Event description:
Following valve implantation, the pt developed fluid accumulation distal to the valve as well as symptoms of shunt obstruction. The surgeon made a large incision ove the valve and noticed that the siphonguard component of the valve has dislodged. The device was explanted.